Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced high blood glucose since (B)(6) 2015. Customer stated that blood glucose was 200 in the morning, he treated with a bolus and it currently was at 435 mg/dl. Last set change was on (B)(6) 2015. During troubleshoot; it was stated the drive support cap is recessed. Customer found several air bubbles in the tubing. Customer declined troubleshooting and stated he wanted to change the infusion set.